Event description:
In january 2006 the lay user/pt conatacted lifescan (lfs) alleging the one touch sure step enhanced merter was giving inaccurately low readings. The pt, a gestational diabetic, reported that approximately two weeks ago, during a week in january 2006, she obtained blood glucose results of 50 mg/dl to 70 mg/dl several times during the day. The pt ate candy and orange juice, and upon retesting her blood glucose level obtained results of 'in the 80's' mg/dl. The pt continued obtaining results of between 50 and 70 mg/dl for several days, and treated herself with food and juice. In approx. 10 days later, the pt experienced lightheadness and dizziness; so she took herself to the emergency room. The pt's blood glucose level was tested to be '400- something' mg/dl and she was treated with intravenous insulin. The pt was admitted to the hospital for 3 days and her blood glucose levels were monitored. The patient stated her expected blood glucose levels during her pregnancy have been fluctuating, with a fasting blood glucose level of 98-100 mg/dl and 'in the 100's' mg/dl during the day. She tests her blood glucose four times per day. The pt takes novolin r and novolin nph insulin at varying dosages as directed by her physician. At this time, she is not yet taking the insulin on a set regimen. The customer care advocate (cca) determined, during the troubleshooting telephone call, that the pt's testing technique was correct and the room temperature and humidity were within meter specifications. The meter, test strips and control solution were replaced. This incident is being reported, due to the pt obtained low blood glucose, while hyperglycemic.